Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 2.25mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and guidewire lumen. Microscopic examination revealed damage to the tip and a circumferential tear 11mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the balloon and the guidewire lumen. The balloon is loosely folded. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.